Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure issue. A field service engineer could not duplicate the issue and cleaned the debris. Verified all connections and pockets as a corrective measure. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.